Event description:
It is reported by the pt that she underwent left total hip arthroplasty in 2000. Post-op, the pt experienced pain. Revision surgery in 2007, revealed that the ceramic femoral head had fractured.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.